Event description:
It was reported a patient read online about a woman that experienced symptoms after missing a refill. The woman that missed the refill was in her 60¿s and ¿had been off of it for a while¿ and ¿maybe went through withdrawal, maybe without even knowing it¿. It was reported that then the woman was put on her ¿usual dose and it was too high¿ which caused the woman¿s breathing to slow down. The woman¿s family had noticed this and got her to the emergency room and she survived. The patient reporting the event did not know any identifying information about the woman. No further information was provided.

Manufacturer narrative:
(B)(4).